Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer's blood glucose (bg) level was 276 mg/dl. At the time of the call, the customer had not yet corrected for the bg level. Several hours later, the customer confirmed that a new cartridge was loaded successfully and insulin delivery had been resumed. Additionally, the customer delivered a correction bolus to address bg level.